Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician performed the transseptal puncture using the versacross system with the was. 3000 units of heparin were given to the patient post successful transseptal puncture. The versacross rf wire was positioned in the left upper pulmonary vein and the procedure was continued. It was noted that there was a potential thrombus attached to the wire and was. The physician continued the procedure and inserted a non boston scientific pigtail catheter. The pigtail catheter was advanced into the la when it was again noted that there was a potential thrombus. The physician aspirated through the pigtail catheter and removed it from the was. At this time act resulted of 239, thus another 2000 unites of heparin were given to the patient and then was moved out of the la. The la was observed, and no thrombus was noted. The procedure was ended at this time and the patient did not show any signs of complications or consequences as a result of this event.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.